Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter giving a battery indicator message. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient claimed the power issue began a couple of months prior to contacting lfs. The patient did not manage his diabetes based on the subject meter after the issue began. Reportedly, the patient was unable to test his blood glucose for 1 week. The patient tests his blood glucose 3 times per day and managed his diabetes with insulin. Within 2 days of the onset of the power issue, the patient reportedly developed symptoms described as ¿sweating and vomiting.¿ at the time of concern, the patient claimed he took food to abate his symptoms. The power issue was not resolved with training. There was no product misuse. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the power issue began. The lfs product was replaced and requested back for investigation.